Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was to be used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) on unknown date. During the procedure, the brush was stuck upon attempted removal of the brush from the working channel. After several attempts, the brush was removed, and the yellow foam came out. It was reported that the biopsy cap broke into pieces in the working channel. The sponge was successfully removed from the scope with a brush. A water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. Another rx locking / biopsy cap was used to complete the procedure. There was no patient complication as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: mdrf device code a0501 captures the reportable event of the sponge detached in the working channel.